Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation, undersized implant bed, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, inflammation, mobility.